Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon removal of the impella the patient experienced ventricular fibrillation requiring defibrillation. The patient¿s condition stabilized, and the patient had been successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.